Event description:
The pt underwent a repeat sling procedure. Post operatively, the pt experienced symptoms of pain and dysuria. A cystoscopy revealed tape in the urethra. The pt was re-operated 2002 and the tape was removed from the urethra. A urethral fistula occurred and was repaired 2 months later. The urethral fistula reoccurred and was repaired in 2003.